Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: on examination, there was visable moisture corrosion in the battery compartment. The battery compartment was cracked above the grip pad. Leak testing failed due to the battery compartment crack. No moisture was found inside the pump. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.